Event description:
It was reported that the log files were submitted for analysis. The patient was complaining of their left ventricular assist device (lvad) "vibrating".

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.